Manufacturer narrative:
Manufacturer received info regarding a house fire resulting in a death. The deceased was in an invacare power chair in her kitchen. News article states the homeowner was cooking in the kitchen when a grease fire reportedly broke out. No add'l info has been provided at this time. MDR filed as a conservative measure.

Event description:
We received info regarding a fatal house fire in which an invacare power chair was being used by the consumer.